Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the unit in question.

Event description:
It was reported that the fan 1 and 2 of the cardiohelp were defective. No harm to any person has been reported. (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the housing fan 1 and 2 of the cardiohelp were defective. A getinge service technician (fst) was sent for investigation and repair on 2022-05-20 and 2022-05-23/24. He could confirm the error message "housing fan 1 & 2 defective" within the log files. He opened up the cooling element and saw that both fans were clogged up with lint and fuzz. The cooling element was cleaned and both fans replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another fan with the same failure was already investigated by getinge life cycle engineering 2017-09-11. A lot of dust at the box and the rotors of both fans was determined in the investigation. The most probable root cause was determined as a temporary blocking of the fans by an accumulation of dust. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter 1.11 service activities) the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (chapter 2.2.1 general risks in the use of heart-lung support systems) it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6). ) was reviewed on 2022-05-04. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "fan 1 and 2 of the cardiohelp were defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.